Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller states the patient reported their stimulator is not working and cannot be turned on. They are not sure when this began and they don't know who the physician is. No symptoms were reported. It was reported that patient mentioned they "had it replaced". Caller reported they do not have any record of there being a replacement. The manufacturer representative (rep) was planning on calling the patient. It was also reported the patient mentioned that "it's not working". Caller stated they do not know any further information and also made a general statement that sometimes patients will call and state this, but it actually means they have pain and just don't know how to use the controller. Manufacturer representative (rep) was notified and is planning on calling the patient to obtain further details.